Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Review of medical records did not provide additional info surrounding the pt's course of care. Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique or a break in the sterile filed. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler cassette and the diagnosis of mrsa peritonitis. A supplemental report will be submitted upon completion of the investigation.

Event description:
The following was obtained from medical records provided by the pt's clinic. Medical records noted the pt recently developed mrsa peritonitis and took vancomycin for 2 weeks. Onset of the peritonitis was not clearly mentioned in records other than it is "recent". No further info was provided about the event.

Manufacturer narrative:
Device evaluation: a visual inspection of the returned cycler exterior found the left bottom corner of the rear panel is slightly pushed inward. No other physical damage was found. Simulated treatments was performed and completed without any failures or problems. Valve actuation test passed. System air leak test passed. Patient sensor calibration check passed. Load cell value and verification were within tolerance. An internal inspection of the cycler found visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. Passed mushroom head check.